Event description:
It was reported to philips by customer: ECG connector in ops check failed. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.